Manufacturer narrative:
No 510k -this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided is for the domestic similar product. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The reported feedback suggests that there was back flow (no cap and clamp applied). There was a return of blood to the valve making impossible to collect blood (on midline).